Event description:
It was reported that there was a crack on the screen of the customer's insulin pump. The customer's blood glucose was 135 mg/dl. The customer did not recall how the damage occurred. She stated it was difficult to read the screen and the crack was getting bigger. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).